Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: what is the lot number? It is not possible to trace the product batch. Please clarify, was surgicel used on the other 4 patients that reported endometriosis? We are only certain that it was used on one of the patients. The only one from whom a sample was collected for laboratory analysis. Was there any medical or surgical intervention performed to treat the patient (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Not that I know of. What is the most current patient status? From what they reported, the patient was doing well. The following information was requested, but unavailable: what is the procedure date (dd/mm/yyyy)? We don¿t have that information. What date was surgicel discovered by pathology (dd/mm/yyyy)? We don¿t have that information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on an unknown date and absorbable hemostat was used. The client reports that in approximately 5 patients after a c-section, images consistent with possible endometriosis were found. In one patient, tissue was collected and sent for pathology, and it was revealed that the tissue was not endometriotic tissue but rather a product described as "absorbable hemostat." Two years had passed since the cesarean section in this patient in whom "absorbable hemostat" was found. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Please clarify, was surgicel used on the other 4 patients that reported endometriosis? What is the procedure date (dd/mm/yyyy)? What date was surgicel discovered by pathology (dd/mm/yyyy)? Was there any medical or surgical intervention performed to treat the patient (product removed; re-operation; re-closure; prescription medication)? If so, please specify. What is the most current patient status? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.